Manufacturer narrative:
A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted. (B)(4). The reported events of hyphema and incorrect placement are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding the event and patient details has been requested. No additional information is available at this time. Device labeling: this is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported first attempted resulted in an anterior chamber portion that was too long in the right eye. During needle retraction of 2nd attempt, bleeding in the anterior chamber was noted. Measures were taken to remove the blood with irrigation/aspiration from the phaco machine for approximately 10 min before the bleeding stopped. Provisc viscoelastic was used to tamponade the area of the bleed in the anterior chamber and remained in the eye. A hyphaema evident was noted the eye at the end of the surgery. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events of high intraocular pressure, fibrosis and bleb-related issues are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Additional information reporting the bleeding had ceased and the iop was 6mmhg later that surgery day. One day post-op, there was a small bleb forming and no active bleeding in the anterior chamber. A small clot on blood on the iris was noted and iop was 20mmhg. One week post-op, bleb appeared flat and mildly injected, iop was 32mmhg and vision was good. Needling procedure was performed and patient was restarted on lumigan and azopt. The pressure had decrease to 10mmhg and the bleb had reformed. The reported events have been resolved. The device remains implanted.